Event description:
It was reported the lead tested invalid during a previous explant procedure (ref. MFR. Report: 1627487-2014-03533). The patient underwent surgical intervention to remove and replace the lead. The patient is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.